Manufacturer narrative:
No device was returned for review, however a photograph of the glenoid reamer was provided. The photograph confirms that the glenoid reamer is fractured at the drive facet. The locking screw is also missing from the photograph provided. No further evaluation is possible using the photographs provided. Review of the receiving inspection report did not find any deviations or anomalies. The reamer has a potential field age of 3 years and 7 months. The frequency of use of the device is unknown. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery the screw of the glenoid reamer snapped off and was contained within the cannulated driver.